Event description:
Intermittent image was displayed with no delay in the procedure. The device was inspected before the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3 and b5) and the results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, one similar complaint was initiated from another facility. Conclusion: the root cause could not be identified. The reported issue was not reproduced. The problem was most likely caused by a flooded cable unit connector, and it was presumed that the communication failure occurred as a result of the temporary flooding, which resulted in the image not being displayed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that the loss of image allegation was not confirmed. During the evaluation of the device, it was noted that the connector failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus during a procedure, no image was displayed on the high definition autoclavable camera head. There were no reports of patient harm associated with this event.